Event description:
Pt's fasttake meter would not turn on when they inserted a test strip. They were experiencing symptoms of blurred vision and were not feeling well. They tried testing on the meter and since it would not turn on, they took another "pill" as was instructed by dr at a previous visit. During troubleshooting, the meter powered on when the power button was pressed, but would not power on when a test strip was inserted. There is no adverse event or serious injury reported. No further clinical info was provided.